Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported blurry images, system would not boot, and system locked up. No pt injury was reported.